Event description:
Biliary stent was placed in the subclavian vein at the anastomosis site of a previously placed graft. During post dilatation the stent migrated to an axillary vein. The stent was successfully secured to the vessel wall utilizing a balloon catheter via a femoral approach. Another stent was successfully placed without pt complications. This device was used in an non-indicated procedure, subclavian stent placement, and follow up indicated the physician attributed the migration to the site of implantation location and not the device. Co believes these factors may have contributed to this event. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."